Event description:
It was reported that when this right atrial (ra) lead was programmed to bipolar this pacemaker system exhibited high out-f-range (oor) pacing impedances measuring greater than 3000 ohms. It was noted that measurements were fine when programmed in unipolar. The patient will be following up with her cardiologist. At this time, the device and ra lead remains in service. No adverse patient effects were reported.